Event description:
Boston scientific received information that this device system was not able to induce ventricular fibrillation (vf) at implant. The local field representative (fr) reported that the shock electrogram did not appear right. A strip was sent in to technical services (ts) for analysis. Ts stated that the strips appeared to indicated a connection issue between the lead and pulse generator (pg). A revision procedure was performed where it was discovered that the defibrillation terminal pins were reversed in the header. The pins were inserted in to the correct ports with resolution. There were no additional adverse patient effects. The system remains in service.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.